Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 250 to 300 mg/dl. Customer tests 5 times daily. Customer feels not well and observed symptoms of tiredness, hunger, and sweatiness. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 8:39pm) with results of 145mg/dl and 176mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 10/24/2017 and open vial date is less than 2 weeks ago. Recall test results performed not fasting from meter memory: 79mg/dl, (B)(6) 2015, 06:13:11 pm; 79mg/dl, (B)(6) 2015, 03:45:11 pm,122mg/dl (B)(6) 2015, 11:41:11 am; 156mg/dl, (B)(6) 2015, 11:49:11 pm; 163mg/dl (B)(6) 2015, 10:55:11 pm. No adverse event reported.